Event description:
Prior stent to diagonal vessel at another hosp (stent type unk). To reporting hosp with mi-sub-acute closure of diagonal opened with ptca. Lad stented with taxus stent 2004. Integrilin given. Dc home 2 days later (on asa, plavix, other meds). Readmit in a week later with ami-sub-acute thrombosis of lad -taxus stent. Opened with ptca. Dc 6 days later on asa, ticlid, coumadin for persistent tendency to clot.